Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being exchanged in response to an alarm was confirmed via log file analysis. Log files were submitted and data from the reported event date of 11feb2025 was reviewed. At 18:58:00, while connected to batteries, low power advisory alarms activated due to routine battery depletion. From 18:59:27 ¿ 18:59:54, a power source exchange was performed; however, a depleted battery was connected to the black power cable and low power advisory alarms activated. While the low power alarms were active, from 19:04:32 ¿ 19:04:36 and 19:06:19 ¿ 19:08:55, the driveline was briefly disconnected and reconnected causing the pump to stop each time. The pump began operating at the intended speed within 5 seconds of the driveline being reconnected. The low power alarms did not resolve before the driveline was disconnected at 19:18:54 and the controller was shutdown at 19:43:40. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Available information stated that the patient¿s left ventricular assist device (lvad) started alarming. The batteries were changed but the lvad kept alarming. The patient attempted a controller exchange, however, the patient¿s wife found them unresponsive. The patient¿s wife was eventually able to exchange to the backup controller. The root cause of the reported event was determined to be the patient disconnecting the driveline from the system controller in a manner that was not recommended per the labeling. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to connect their power cable to a working power source in the event of a low power advisory alarm. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had some issues over the past several months with increasing diuretic requirements due presumed right heart failure. It was noted that the patient had covid pneumonia on (B)(6) 2024. On (B)(6) 2025 ramp study was done. The patient was given IV furosemide 100mg in clinic on (B)(6) 2025 as a result of the catheterization with plans to see again in the upcoming week. Late on (B)(6) 2025, the left ventricular assist device (lvad) started alarming while sitting on a chair. The patient changed their batteries, but the alarm continued. The patient was then to change the system controller. Their spouse thought the patient should call for help, but the patient said they had things under control. In frustration, the spouse went to the kitchen to make dinner and when coming back, the patient was unresponsive. Emergency medical services were called who came and started cardiopulmonary necessitation. In the meantime, the spouse desperately tried to change the controller and was eventually able to get the patient on the new controller. The patient was awakened at some point along the wat. It was unknown how long the patient was disconnected but it appeared to be 3 attempts. In the emergency room (ER) the patient was responsive, and the device was working. The patient was intubated to protect their airway as they coughed up blood. A usual bloodwork was done which was not concerning ither than the international normalized ratio (inr). Lactate 3.3, creatinine was 172 (close to the patient's usual), and hemoglobin was unchanged from previous. Computed tomography was done which basically showed some infiltrates in right lung and some blood. The patient did receive 2 liters of fluid from the ER and was placed on broad spectrum antibiotics. Additional information received on 24feb2025 confirmed that the patient was started on broad spectrum antibiotics due to pneumonia. No arrythmias. In the intensive care unit (ICU), initial assessment showed a low pulsatility index (pi), mean arterial pressure (map) was 65. There was no evidence for blood loss or distribute shock. The patient was not dehydrated, and their central venous pressure (cvp) was approximately 16 and their cardiomems was assessed: pa 47/ 24 at 4800 rpm. These values were not much different than the assessment from a week ago. Despite the hemodynamics, right ventricular failure was suspected. In the evening, the rpm was down from 4800 to 4600. It was noted that there was really no data from the device as it was brand new. Overnight the device started to alarm again at around 0300. The patient was given some more fluid as the pi remained low. In addition, norepinephrine was started to attain map of 70 and subsequently 75. This would help for a while and then the alarms would go off. The patient was then started with dobutamine, and diuresis was down to cvp 12. Norepinephrine was weaned. The alarms also stopped. The heartmate touch was reviewed, and it looked like multiple spin downs. The dobutamine was bumped to 5ug. Gradually the pi came up to 4-6 and flows increased. Despite the cardiomems, the findings were thought to support rv failure. The patient was in stable condition. They were cooled and was being warmed up on (B)(6) 2025 requiring more diuresis and was to be switched to milrinone. Most of the events were communicated by the spouse and when the original controller the spouse presented was interrogated, nothing much was seen except for the power disconnections. The event log file from the original primary controller that was exchanged captured some low voltage advisory events on 11feb2025 at 1858-1859 while using battery power. The patient appeared to have attempted to exchange the batteries but attached a battery that was already in low voltage state resulting in continued low voltage advisory events. The controller was exchanged shortly after at 1904 and then the original reconnected again at 1909 then was disconnected once again at 1918.